Event description:
This 72-yr-old pt underwent implantation of a penile prosthesis 7 or 8 yrs ago at another facility, therefore the MFR is not known to this reporting facility. The implant had almost erroded through from the tip and on the right side.